Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2018, villav18 (B)(4) for transmitter replacement and tubing clamp shipment. Complaints text (B)(6) 2018, erp_rfc_user related svn (B)(4). Complaints text (B)(6) 2018, villav18. Initial notes: cust spoke to someone yesterday and think they are having pump issues now. Cust sts they ran out of their sensors in (B)(6). Cust sts they started back on sensors and they thought it would be ok but their pump is doing quarky things, during a middle of a bolus will ask to calibrate, will be crazy or high and the pump will be in manual mode and work ok, but when in automode her reports are everywhere. Cust sts they are not comfortable with the system too much anymore. Cust had a lost signal and t/s for it and had some sensors just recently replaced. Cust sts they have never had infusion sets or reservoirs issues. Cust looks at charts and they will not stay below 200 for a long period of time with this automode. Cust sts they changed their carb ratio and sensitivity rate, and modify the boluses when not in automode and fix correction boluses inquired what led up to the complaint. Customer response: cust sts they have been having large about of high blood sugars or elevated high blood sugars with automode on and is not sure if the pump is working. High bg/under delivery t/s per (B)(4). Patient's bg at time of incident: 400 mg/dl. Patient's current bg: 154 mg/dl. Inquired if auto mode feature is active and automatically adjusting insulin delivery. Found: yes it's active. Customer reports they feel okay to t/s. Customer reports they have a back-up plan available. Inquired if, and how, customer treated for high bgs. Found: old pump, and syringes/pens. Question - has customer contacted their hcp regarding the high bgs? Response: waiting for doctors office. Explained the 2 high bg rule. Customer was neither in ER, nor admitted into hospital, nor was ems dispatched as a result of high bgs. Recent high bg event began: (B)(6). Info was last changed: monday (B)(6). Based on customer report, customer does not allege pump was under delivering. Adv to d/c at qr. Customer is not calling back to perform an hp test. Adv leaks in the tubing and/or air bubbles can limit the amount of insulin received during a bolus. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Adv that site related issues, such as bent cannulas tend to be contributing factors in hbgs. Adv high bgs may occur if the insulin is expired or cloudy. Customer declined to check for possible site/insulin issues. Adv inaccurate pump settings may result in hbgs. Adv if any recent changes have been made to programming, or they have concerns that settings may be inaccurate we can review them. Customer declined to check their settings. Adv the pump is designed to trigger an alarm if it detects a blockage preventing the flow of insulin. Adv if they have concerns their pump may not have detected an occlusion we can test this alarm using a tubing clamp. If they do not have the necessary equipment to test this alarm we can send it to them. Customer has a tubing clamp available. Explained the 2 high bg rule. Adv to change entire set, reservoir and insulin and treat per hcp's instructions. Adv to call when tubing clamp received to perform hp test to confirm pump can detect an occlusion. Customer's outcome pertaining to the complaint: as a courtesy transmitter will be replaced with team lead permission. Cust will also be sent a tubing clamp to make sure pump it self is working as well. To do hp test. Adv cust to always refer back to hcp to make sure their basals didn't change or pump settings. Adv cust to call back if they still continue to have issues. Additional notes: bg: 200 last night to bed, went to 80 and back to 200 again at night, at 7am it was 154 go to record for full text.